Event description:
It was reported that the patient had "jumping" in the stomach area. It was noted that adjustments had been made to the leads by the physician, but the "jumping" continued. Follow up was conducted to determine which lead was causing the "jumping" but attempts were unsuccessful. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193 implantable pacing lead (B)(6) 2004; 6947 implantable tachy lead (B)(6) 2004; d284trk implantable cardioverter defibrillator (ICD) (B)(6) 2008. (B)(4).